Event description:
While performing endometrial ablation using a minerva generator and handpiece (ref #(B)(4), lot 17a05-01, exp 01/052018) an error code showed on the generator. Minerva rep. Present and he recommended replacing handpiece and completing procedure.